Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five appropriate treatments and three inappropriate treatments. The device was started up at 09:01:13 on (B)(6) 2024. At 17:03:33 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf with varying rates and low amplitudes. At 17:06:08, the patient received the first appropriate treatment. Rhythm at time of treatment was vf with varying rates and low amplitudes. Post shock rhythm was nsvt. At 17:06:56, an arrhythmia was detected. ECG shows nsvt. At 17:08:02, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at time of treatment was nsvt. Post shock rhythm was sinus tachycardia @ 120 bpm with nsvt. At 17:08:44, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 17:09:23, the patient received the second appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus tachycardia @ 120 bpm with nsvt. At 17:13:17, an arrhythmia was detected. ECG shows vf. At 17:13:49, the patient received the third appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with nsvt and hb/unconducted p waves. At 17:14:23, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 20 bpm with nsvt/pvcs and hb/unconducted p waves. Post shock rhythm was sinus bradycardia @ 25 bpm with nsvt/pvcs and hb/unconducted p waves. At 17:14:53, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia from 20-25 bpm with nsvt/pvcs and hb/unconducted p waves. At 17:15:27, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with pvcs and hb/unconducted p waves. At 17:15:58, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 20 bpm with hb/unconducted p waves. Post shock rhythm was sinus bradycardia @ 40 bpm with hb/unconducted p waves. The electrode belt was disconnected at 17:38:15 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.